Event description:
It was reported that the customer's pump screen was unresponsive, with the touchscreen frozen and not acknowledging any input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to reset the pump, which did not resolve the issue, leading them to transition to an alternate insulin therapy using multiple daily injections (mdi). As the pump was not under warranty, the customer was guided to put the pump into storage mode and return it using a pre-paid label.